Manufacturer narrative:
Initial reporter first name:(B)(6), initial reporter last name: (B)(6).(B)(4).investigation summary: a device history record review was performed for provided lot number 9127779 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this incident, two picture samples were received for evaluation by our quality engineer team. Unfortunately, through examination of the picture samples alone, the reported defects could not be identified. An examination of the sample involved or an unused representative sample could assist in further investigation of this reported incident. Our quality team will continue to monitor the production process for signs of these potential defects and any emerging trends. Investigation conclusion: bd was not able to confirm the customer¿s indicated failure modes. We were not able to associate these issues to the mfg process because nogales only has the packaging process of the component involved in the complaint (catheter). Quality records have been consulted for tracking and trending purposes but issues like this are not detected which means low occurrence. Process fmea 4755, peura rm875 were reviewed there are proper controls in place to detect product malfunctions. We will keep monitoring the manufacturing process and in case any emerging trend is detected, further actions will be taken if necessary. Root cause description: based on investigation results to date, root cause for manufacturing process cannot be determined. Rationale: no ¿ based on an evaluation of severity and frequency it was determined that no corrective action is required at this time also the root cause was not identified, therefore, corrective and preventive actions were not implemented.

Event description:
It was reported that perisafe I 18 x 3-1/2in leaked. The following information was provided by the initial reporter: "when passing an epidural catheter, high resistances are evident, a catheter is removed, and resistances are evident, as well as a proximal fracture and fluid leaking 2 cm from the tip, and the femoral catheter is preserved."